Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation stent moved on the balloon. A 3.00x38mm promus premier¿ was selected and prepared. When the stylet was pulled out from the device, the stent "shifted" on the balloon. Nothing has entered into the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the crimped stent was detached from balloon and returned with device for analysis. The entire stent was damaged and distorted with the mid-section of the stent showing signs of bunching and overlapping of the stent struts. From the analysis it was not possible to measure the outside diameter (od) of the stent as the entire stent was damaged. The product stent protector was also returned for analysis with the device. Based on the analysis it may be possible that the damage occurred during the preparation and handling of the device while removing the stent protector however this cannot be confirmed. A visual and microscopic examination found that there was no apparent contrast media inside the balloon indicating that the device was not used within the patient. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the length of the shaft. The bumper tip of the device showed no signs of damage. The inner was broken at the bi-component bond. The bi-component break was visually evident and appeared as a 13mm separation in the inner during microscopic examination. There was evidence of stretching to the outer and appeared as necking in the outer shaft wall. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation stent moved on the balloon. A 3.00x38mm promus premier¿ was selected and prepared. When the stylet was pulled out from the device, the stent "shifted" on the balloon. Nothing has entered into the patient and the procedure was completed with another of the same device. No patient complications were reported.